Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 3

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the 6-years-old female child patient's infusion set tubing was leaking underneath the adhesive patch. The blood glucose level of the patient was 315 mg/dl. Moroever, the infusion set was used for one day for first one, few hours for second one and 12 hours for third one. No further information available.